Manufacturer narrative:
Per the clinic, the patient experienced a chronic inflammation and was treated with a topical steroid (specific date and duration not reported). Subsequently, the patient underwent a skin revision procedure to remove the excess skin over the abutment with a scalpel on (B)(6) 2015. Correction: the previous or initial MDR submitted on july 26, 2023 was filed inadvertently. The correct doa of initial report was july 14, 2023, not july 07, 2023 as previously reported. This report is submitted on november 21, 2023.

Event description:
Per the clinic, the patient experienced a skin overgrowth and an infection at the abutment site (specific date not reported). Subsequently, the patient underwent an abutment removal procedure on 2015 (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 26, 2023.